Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No blank display anomaly noted. Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was high as 278 mg/dl. The customer states got a low battery alarm and when changing the battery, the pump did not come back on. The customer was assisted with troubleshooting and the display did not return and hence unable to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.